Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a seizure during the neurostimulator implantation procedure. Specifically, she had the seizure shortly after the physician connected the new lead to the generator. When the lead was disconnected, the seizure seemed to temporarily subside but then returned. The physician decided to remove the device system and not implant the pt. Follow up info from the physician indicated that it was unk if the device could be attributed the event and confirmed the symptom of seizure in the pt. The physician removed all of the device components from the pt. The pt recovered without sequelae.